Manufacturer narrative:
Device evaluated by MFR: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving fentanyl 1848.9 mcg for a total dose of 1300.72232 mcg/day, bupivacaine 20 mg for a total dose of 14.07023 mg/day, and morphine 2.8 mg for a total dose of 1.96983mg/day via an implantable pump for non-malignant pain and other non-malignant pain. It was reported on (B)(6) 2019 the patient was in clinic for pump reprogramming. It was noted that the patient experienced a pump motor stall on (B)(6) 2019 and was unable to give themselves a bolus. The patient had not had a magnetic resonance imaging (MRI) and confirmed there was no electromagnetic imaging (emi)/magnetic sources present. The patient had an elective replacement indicator (eri) of 27 months, but their pump failed. Device interrogation confirmed the motor stall and the motor stall was active. On (B)(6) 2019 the pain pump was explanted/replaced and a revision/replacement of the intrathecal catheter had occurred. The explanted pump was given to manufacturer for analysis of the motor stall. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was increased pain. The patient's baseline weight was not measured. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event date was (B)(6) 2019. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported the patient reported they had increased bilateral leg pain, nausea, and sweating exact same way as the last catheter revision. No further complications were reported.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
:Concomitant medical products product ID: 8781, serial# (B)(4), product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported per procedure note the catheter was contained in dense adhesive scar tissue. The catheter was carefully dissected free but the catheter was somewhat damaged during the dissection. The catheter was revised on (B)(6) 2019.